Event description:
24 gauge insyte indwelling for three days. During dressing changed and removal of catheter nurse cut the dressing with nail scissors. The catheter had disappeared, they were unable to locate the catheter on the dressing or pt. A cut down procedure at the insertion site was performed and the catheter fragment was not located.